Event description:
It was reported that a patient underwent an orthopedic osteotomy of the left femur on (B)(6) 2024. Preoperatively, the needle had been found broken in the newly dispensed suture when preparing for the surgery. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one winding former with seven used needles that pertained to the product code vcp1772d. This product code is multistrand and should contain eight strands per packet. During the visual inspection of the needles, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In further investigation, it was found that the needle reported in the event was shipped to hsa for further analysis due to needle breakage. One photo was provided, and it shows a winding former with a breakage needle in slot #5 and seven used needles. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached; the needle will be forwarded for further analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 analysis summary: the product received for analysis was identified as product code vcp1772d.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.